Event description:
"The device was inserted bareback into the patient through percutaneous femoral artery access. It was advanced to the diaphragm while in step 1, then the inner sheath was pushed proximally to the desired proximal landing zone (lsa). At this point, the physician performed an aortogram to identify the lsa and then proceeded to put the device in step 2. He then began turning the black handle counterclockwise. The d marker/inner sheath did not retract, and the catheter began to bow under fluoroscopy. Dr brink mentioned the felt strong resistance. He continued turning the black knob in the same direction, but the inner sheath still did not move. He then attempted to recapture the fabric inner sheath into the hard outersheath in step 1 but could not get the graft-constrained fabric inner sheath back into the hard outer sheath in-situ. He pulled the entire device out of the boy, bringing intima from the external iliac artery with it. Patient then required a cutdown and iliac-endarterectomy. " patient outcome: "transient injury/intimal injury."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.